Manufacturer narrative:
The reported event occurred on a cobas taqman system with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. The data provided indicated that the issue was likely due to a sample at or near the limit of detection (lod) of the assay or a mismatch in the target sequence, which may have affected the binding of primers and probes. This conclusion is supported by the consistent non-reactive results observed on the roche assay and the reactive results obtained on a competitor assay. The customer confirmed that the issue was not observed again, suggesting it was sample-specific. A review of batch trends, product release, stability, and internal non-conformance records did not identify any product-related issues. The device remained in operation at the customer site, and no further actions were deemed necessary.

Event description:
The initial reporter alleged a false non-reactive result for the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman system. The customer tested the donor sample twice in a plasma pool of 6 and once in a plasma pool of 1 on the cobas taqman system, and all three results were non-reactive. The donor sample was subsequently tested on the haoyuan system, twice in a plasma pool of 8 and twice in a plasma pool of 1, and all results were hbv reactive. The sample was also tested on the cap/ctm quantitative virology assay, which yielded a target not detected (tnd) result. Serology testing for the sample showed positive results for anti-hbs and negative results for hbsag and hbeag. The donor sample was rejected.